Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. Six (6) patient samples were tested for accu tni for four days and the results were in the range of 0.02-3.25ng/ml. One (1) patient was redrawn and tested for accu tni; the result was 2.01ng/ml. The accu tni results were reported out of the lab for all 6 patients. The original samples of 5 patients were retested for accu tni. The repeated accu tni results were in the range of 0.00-0.02ng/ml. The customer reported that two (2) patients had a heart catherization procedure performed and four patients received drug treatment as a result of this event. There was no report of patient death or injury due to this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event.system check conducted prior to the event partially failed. System check performed, after the event, passed within specifications. The samples were collected in 5ml, greiner, lithium heparin, gel tubes. The specimens were centrifuged at 3,500 rpm for 5 minutes at ambient temperature. A field engineer (fse) was dispatched to the customer lab. The fse performed a major preventive maintenance (pm) to the instrument. The fse conducted diagnostic testing and results passed within specifications. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this product.